Event description:
It was reported this biopsy needle misfired during a renal biopsy procedure. Another needle was used to successfully complete the biopsy. A drop of blood was noted in the patient's urine that evening, however, the patient was discharged at their request. The patient returned the following day with an inability to urinate. Gross hematuria was also noted at that time. The patient was hospitalized for a day, during which a foley catheter was placed and intravenous fluids administered. The patient's condition is good and has since been discharged. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Followup indicated the biopsied area was located deep, near where urine collects. This factor may have contributed to this event. However, co is unable to determine the exact cause for this event.